Event description:
End user reports "he thinks the catheters he was using was a possible source of his multiple utis spanning the length of a year. He reports unknown number of catheters, unknown number of market units with unknown lot numbers of the same catheter over the last 1-2 years. He states that he had 4 utis every few months spanning the length of a year. His last uti was about 7-8 months ago. He states he had been cathing for a total of 3 years and he states only after starting use of the ultram16 he started developing the utis." He was unable to provide timeline specifics when his first uti started after using the ultram16. "His signs of uti were always dysuria and malodorous urine. He sought medical treatment with each of his 4 utis and he went to his local urgent care where they did urine testing, ua and urine c & s and prescribed antibiotics each time which helped his symptoms. He followed up with his urologist after so many reoccurring utis and the urologist told him the catheters he was using could be a possible cause of his utis." He confirmed he was always "diligent about hygiene and washed his hands, cleansed his penis prior to cath insertion and followed prior clean intermittent catherization technique." He confirmed "he was only cathing once at night prior to bedtime, as directed by his urologist, but did have urinary retention. Denies any history of bladder or kidney stones. He now states he no longer catheterizes and has a chronic foley catheter placed by his urologist about 7-8 months ago, after his last uti, for continuous drainage and has been uti free since."